Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1 (unknown shoulder components). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D6a: implanted 2018; specific date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient had a left shoulder replacement approximately 7 years ago. Patient mentioned they had to take pain management for pain relief. Patient is not currently revised. No further information available.